Event description:
The lay user/patient contacted lifescan alleging that the onetouch ultralink meter's was powering off during use and "ok" button was not working, which was unresolved with troubleshooting. There were no allegations of harm or injury.